Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 543 mg/dl and 327 mg/dl. The customer was treated with manual injection for high blood glucose. The customer reported that the cannula was bent. Troubleshooting was declined. The insulin pump and the reservoir will not be returned for analysis.